Manufacturer narrative:
MFR received date: 05 sep 2019. Date of report received: 11 sep 2019. The manufacturer¿s field service engineer (fse) confirmed the reported occurrence of "check vent: alarm led failed" was confirmed. The power switch overlay has been replaced. The manufacturer¿s field service engineer (fse) replaced the power switch overlay. Overall checks, cleaning, a run test, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported (led) light emitting diode. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported (led) light emitting diode. There was no patient involvement.